Manufacturer narrative:
H4: lot manufactured between august 21, 2019 to august 22, 2019. H10: the device was received for evaluation. Unaided visual inspection was done and no defect could be identified of the reported issue on initial inspection. Functional testing was performed with tap water which revealed a leak at the spike port bonding area, between the spike port tube and spike port. The reported condition was verified. The cause of the condition could not be determined, however, the cause was most likely due to inadequate or lack of cyclohexanone application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 1 unit of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from the connection between the bag and a buretrol set (non-baxter). The reporter stated that the issue was related to the tpn bag only and not the set it was attached to. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.